Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) top screen went out. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4; d8; d9; g1 contact person ¿ mfg site; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, component code; h11 a getinge field service engineer (fse) evaluated the unit and confirmed the reported failure. The fse replaced top display and ran all performance and function tests. All performed test passed. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective top display assy. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.